Event description:
The peritoneal dialysis (pd) patient called tech support due to receiving a safety letter from the manufacturer about a fluid leakage warning, and is concerned that cycler might have been a factor in her acquiring peritonitis. The patient went into the hospital peritonitis on (B)(6) 2013. The patient is currently on hemodialysis and is due to return to pd treatments when catheter is replaced on (B)(6) 2013. During follow up call, the pdrn stated that the patient's hospitalization was not related to the cycler. She also stated that the cycler had no leaks of any kind.

Manufacturer narrative:
Upon completion of the clinical investigation, the patient experienced peritonitis with hospitalization positive for neisseria culture (symptoms were obvious with abdominal pain, fever, dark pd fluid) and was treated with zosyn IV. Neisseria is normally found in the respiratory track. Most likely the patient did not wear a mask during pd procedure. Patient was hospitalized from (B)(6) 2013 and her catheter had to be removed. The patient switched to hemodialysis on (B)(6) 2013 and was schedule d to have catheter replacement on (B)(6) 2013 to resume pd treatments. The patient recovered. Pdrn stated that this had nothing to do with the cycler and there were no leaks of any kind from the device. Any missing or incomplete date on this form 3500a is the result of information not being provided or release by the reporter. The product was being used for treatment not diagnosis.